Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 16 june 2017. The fse checked the analyzer for loose screws and checked the sorter bcr adjustments. The sorter measured parameters were not in sync and were adjusted to parameters. The fse determined additional parts were required and advised the customer will order parts and return. The probable cause of the event was the sorter alignments

Event description:
On (B)(6) 2017 a customer reported sorter barcode reader problems with their aia-900 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting bhcg, e2 and lhii patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.